Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5389 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5389 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) device embedded [embedded device]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 32 year-old female patient who had essure inserted. The patient had a medical history of c-section, pelvic pain, uterine fibroid and uterus enlarged. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (exploratory laparotomy with supracervical hysterectomy. Salpingectomy, bilateral). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: previously reported essure insertion and removal date as: (B)(6) 2008 and (B)(6) 2023 respectively the left tubal ostia was visualized the essure catheter was introduced through the operating channel and advanced into the left fallopian tube. The tip of the coil was visualized at the left tubal ostia. He right tubal ostia was then located. The essure catheter was advanced into the tube and the device operated in the usual fashion the device was withdrawn. The tip of the coil was also visualized at the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.6 kg. [Pathology test] on (B)(6) 2023: final diagnosis: part 1: fallopian tube, right, salpingectomy: fimbriated fallopian tube. Part 2: fallopian tube, left, salpingectomy: fimbriated fallopian tube. Part 3: uterus, hysterectomy: a. Proliferative endometrium. B. Hyalinized degenerated leiomyoma gross description: sectioning the right fallopian tube reveals a pinpoint lumen. No discrete masses or lesions are grossly. Identified. No silver metallic coiled ligation device is seen in association with a fallopian tube. Representative sections are submitted as follows: 1a-fimbriated end of fallopian tube, bisected. Longitudinally 18-fallopian tube cross sections. Sectioning the left fallopian tube reveals a pinpoint lumen. No discrete masses or lesions are grossly identified. No silver metallic coiled ligation device is seen in association with a fallopian tube. Part 3 is received labeled "uterus" on the lateral aspect of one side of the specimen is a 2.5 x 0.6 cm segment of fallopian tube containing a silver metallic coiled ligation device embedded within the lumen. The opposing lateral aspect of the specimen displays a 3.5 x 0.6 cm segment of fallopian tube containing a silver metallic coiled ligation device embedded within the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-jul-2025: medical record received : previously reported event ¿medical device removal¿ updated to ¿device embedded¿, medical history, reporter, lab data including surgical pathology report added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.